Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2005, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 28-aug-2006, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving bupivacaine 11mg/ml at 7.158mg/day via an implantable pump. The indication for use was non-malignant pain. Volume discrepancies were reported. Per the healthcare provider, the pump residuals continue to run 8 or 9 ml¿s more than they were anticipating. Additional information received from the healthcare provider on 08-mar-2022 reported the patient has had 9-10 more volume in their pump than expected at refills for as long as they have had this pump. In the last year 5-7 mls more in volume. Per the healthcare provider they have been monitoring the volumes and the patient is getting relief from the pump, and they feel like it¿s working for him. They did a dye study and the patient does have a tiny granuloma at the catheter tip and they are following on MRI. The healthcare provider stated that the patient has had the granuloma for many years. The healthcare provider wanted to know if it was ok that they just observe the volume discrepancy.

Event description:
Additional information was received from a healthcare provider (hcp) who reported that the device system was explanted and not replaced due to failed therapy. The patient experienced a gradual loss of therapy, and the pump battery was depleted.

Manufacturer narrative:
Continuation of d10: product ID 8709 serial# (B)(6) implanted: (B)(6) 2005 explanted: (B)(6) 2024 product type catheter. H3 ¿ analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8578 serial# (B)(6) implanted: (B)(6) 2011 explanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID 8578 serial# (B)(6) implanted: (B)(6) 2011 explanted: (B)(6) 2024 ubd: 2013-03-17 UDI#: (B)(4) product type catheter h3. Analysis of catheter serial number (B)(6) identified a hole caused by deep abrasion. The abrasion had breached the inner lumen of the catheter and a leak was developed. Analysis of catheter serial number (B)(6) identified coring/tearing/cuts in the cup of the sutureless connector, which met leak criteria. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.